Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient called regarding a 700 inflatable penile prosthesis (ipp) device. He stated that he was now able to inflate it, but it curves to the left and is not straight. He is not happy with the way it lies within his penis and he does not get an erection that "stands up". He can't orgasm or ejaculate. It was noted that the subjects should be addressed with his physician.